Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace procedure in tricuspid position where during procedure there was a loss of capture during release with the first device, but it was able to be bailed out successfully. An actuation wire break occurred with the second device. As there was no height, gaining height maneuver was performed. At this point, the device remained in diamond shape, and it was not possible to elongate the device further or to close the device when turning the actuation knob. Physician tried to pull back the device in diamond shape in the gs (guide sheath) without success (too much resistance). It was tried to push over the gs in the diamond shaped device without success, again too much resistance (a bending of the whole device and the gs tip was visible in fluoro). Physician pulled back the gs and is in the vena cava inferior and tried again to pull back the diamond shaped device in the gs without any issues. At this point, it was visualized in fluoro, the actuation wire broke when the physician pulled back the implant catheter and device was released from is (implant system). Is was pulled out and diamond shaped device was snared in the vena femoralis. A surgical team performed a cut down and retrieved the implant. No further injuries/damage of the vein was detected. Patient was noted to be stable and extubated. Further treatment plan is to transfer the patient to a partner clinic for a evoque screening.

Manufacturer narrative:
. Additional h6 type of investigation code: analysis of images and labelling review additional h6 conclusion code: adverse event related to patient anatomy and/or condition. The complaint for unable to elongate implant to reposition was confirmed with empirical evidence based on information provided by the edwards clinical specialist present during the procedure. Potential causes of elongation issues can be anatomical interaction or difficulties navigating, however without the implant system returned for evaluation, a definitive root cause is unable to be determined. The complaint for implant unable to be retrieved into sheath, resulting in tissue damage during retrieval was confirmed with empirical evidence based on information provided by the edwards clinical specialist present during the procedure. Based on the information provided, the implants inability to elongate led to the inability to retrieve the implant into the sheath. This can be attributed to procedural factors during the case, including device interaction with anatomy, repetitive maneuvers requiring high force, and inadequate imaging. This device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.